Event description:
Information received by medtronic indicated that the insulin pump showed a pump error. No harm requiring medical intervention was reported. Insulin pump will not be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information provided with initial report was incorrect. The correct information has been provided in b5 section of this report.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The product returns for an unknown reason. The customer¿s blood glucose level was unknown. The insulin pump will not return for analysis.

Manufacturer narrative:
Retainer ring = clear. Customer returned pump for an alleged pump error 35 alarm found on june 13, 2021. Pump was received with a blank display. Unable to verify pump error 35 alarm and perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to blank display. Pump was cut open to perform visual inspection and found j7 power connector becoming loose from pcba 1 due to severely corroded pcba 1. Severe corrosion was also found on the pcba 2, force sensor, motor assembly, vibrator assembly and battery tube assembly noted. Unable to download firmware using crest due to blank display. Unable to download history files and traces using thus due to blank display. Pcba 2 was cleaned using isopropyl alcohol and swapped out with a working test pcba 1, case, internal battery and motor. Using the battery simulator, the pump was still unable to power up. Blank display was confirmed due to j7 power connector becoming loose from pcba 1 due to severely corroded pcba 1. The test p-cap and reservoir locked properly into reservoir compartment. However, a cracked retainer¿was noted during testing. The following were also noted during visual inspection: a cracked keypad overlay, a pillowing keypad overlay, a cracked battery tube threads, a scratched case, a serial number label fading and a end cap address label missing. A cracked retainer was confirmed. Unable to verify pump error 35 alarm due to blank display. Unable to download firmware, history files and traces was confirmed due to blank display. Blank display was confirmed due to j7 power connector becoming loose from pcba 1 due to severely corroded pcba 1. During visual inspection, corrosion was also found on the pcba 2, force sensor, motor assembly, vibrator assembly and battery tube assembly noted. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.